Event description:
A physician reported a cerelink icp probe basic kit (ID 826850) was placed in a patient, at the bedside. After a few hours, the icp reading had suddenly gone negative during a cerelink trial with a two trial monitors and the sensor/cable failure message popped up. The cord was changed and issue was resolved.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The cerelink microsensor (ID 826850) was discarded as per customer, therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. A corrective and preventive action was opened to investigate the failure mode of "out of range reading". The root cause investigation will be captured under that action.